Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze pad. The customer reports sterile gauze sponge package was opened in the or. The gauze had a gross amount of foreign body matter on it. Based on the investigation, the complaint is now reportable. The original complaint was reported as contamination however, after the sample analysis, it was determined that the foreign particle was lint. Decision tree has been updated and 3500a completed on 9/20/2016.

Manufacturer narrative:
The device history record (DHR) for lot 16d106762 indicates that there were no defects found in 80 samples per machine inspected from the lot. There was one open package containing two gauze sponges returned with this complaint. Upon visual examination, the folded gauze inside the package contained a large piece of lint inside the fold. The reported condition is confirmed. The returned product did not meet quality release specifications. As gauze is a fibrous material, it produces lint. This lint may have built up on the cross bars of the machine and went unnoticed. Then because of vibration of the machine fallen in during the converting process. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Part of the in process testing is a visual examination for contamination per statistical sampling plan for 80 samples per lot per machine. The returned product t(s), would not meet quality control release specifications in its current condition. A formal corrective and preventative action (CAPA) is currently in open investigation to improve and align the cleaning program within the quality system. This information will be utilized for trending purposes to determine the need for additional corrective actions. The production department will be notified of this incident with a copy of this complaint response. Currently the equipment is blown down to remove lint and dirt weekly. A deeper cleaning is performed once a month to reduce excessive lint build up.